Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the right side as the affected side for rupture.

Event description:
The device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: one curved opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. Device evaluation:

Event description:
Patient reported unknown side "rupture" and "causing me health problems". Healthcare professional reported the right side as the affected side for rupture. Additionally, healthcare professional reported "crease/folding of implant." The device was explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, g.1, h.6.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "rupture" and "causing me health problems". Device remains implanted.